Event description:
It was reported that the programmer would not power up. Troubleshooting steps were taken and resolved the issue. The programmer appears to remain in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).